Event description:
It was reported that an es2 blocker at s2 migrated post-operatively causing the rod to migrate out of its respective screw. Revision surgery has not been scheduled at this time.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. The same device was implanted in the patient during revision surgery, so an evaluation could not be performed. No complications during the initial surgery were reported. Blocker was tightened to 12nm. Anti-torque was used while tightening blocker and screw hole was prepared using navigation. Patient did not experience external trauma/ fall after initial surgery. Activity level of the patient post initial surgery was limited. Bone quality of the patient was reported to be normal. Patient did not fuse. During the revision surgery, a small incision was made and rod was placed back into the tulip head and final tightening was performed. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: torque wrench used was not calibrated resulting in under torqued blocker during initial surgery, excess post-op activity level of patient, poor fixation construct leaving residual stress, too much residual stress on rod from tightening/rotating/ bending, poor bone quality of patient, etc.

Event description:
It was reported that an es2 blocker at s2 migrated post-operatively causing the rod to migrate out of its respective screw. Revision surgery has been performed.

Manufacturer narrative:
B1, b2, b5, and h1 have been updated to reflect revision surgery.

Event description:
It was reported that an es2 blocker at s2 migrated post-operatively causing the rod to migrate out of its respective screw. Revision surgery has been performed.